Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 2.0, dr's inratio meter: 4.0. Time between testing was a half hour. Patient indicated that doctor used his own strips; did not know the lot or any information on the doctor's meter. Patient has been seeing odd results since the (B)(6); patient can't remember exact results. Patient's therapeutic range: 3.5-4.0.

Manufacturer narrative:
Comparison of inratio test results as follows: date: 03/23/2012, inratio: 2.0, inratio: 4.0, mean: 3.0, sd: 1.41, percent cv: 47.14, result: fail. Reported results produced percent cv greater than 20 percent. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. No lab reference testing has been reported. Doctor's strip lot information was not available. Root case could not be determined. No product associated with the complaint was expected to be returned. In-house therapeutic donor testing was performed on reported lot 272417 on (B)(4) 2012. Test results as follows: donor: number one, inratio results: 1.7, 2.0, 1.9, reference: 2.05, bias threshold: (1.05 - 3.05), percent cv: 8.99. Donor: number two, inratio results: 2.0, 2.0, 2.0, reference: 2.40, bias threshold: (1.40 - 3.40), percent cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced percent cv less than 16 percent. Precision criteria has been met. No further investigation is necessary. As reviewed on (B)(4) 2012, seventy five discrepant result complaints were reported for lot number 272417 yielding a complaint rate of 0.1136 percent. Action threshold (>0.07 percent) has reached. Strip lot in complaint has strip code 9r2v0 which brick lot number 257213 was assigned and packaged into a strip lots (272417 272418). One hundred and two (102) total discrepant complaints have been reported for lot number 272417 272418 yielding complaint rate of 0.028 percent. Due to this low occurrence rate, below total complaint action threshold of 0.07 percent, corrective action is not required at this time as no product deficiency was established.